Manufacturer narrative:
(B)(4). Pump passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/ and excessive no delivery test due to loosed drive support disk. Pump received with cracked battery tube threads, cracked lcd window and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was cracked in insulin pump casing near the top right of the screen and the top left of the insulin pump, had to rewind more than once and unexplained or random no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.